Manufacturer narrative:
Partial display due to moisture damage to the lcd glass. Found moisture damage to motor assembly, pcb1 board and pcb 2 board during visual inspection. The following were noted during visual inspection: corroded electronic assemblies, corroded battery tube, corroded motor home switch, scratched case, pillowing keypad overlay, cracked case corner of the belt clip rails near the battery compartment, broken belt clip rails, cracked keypad overlay, and stained keypad overlay, the p-cap/reservoir does lock properly. Confirmed partial display during analysis due to moisture damage to the lcd glass. Cosmetic damage was confirmed at battery compartment and belt clip rails during analysis. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced damage (physical or cosmetic) and a crack near the battery compartment and was taking several hours for updation. The customer reported no adverse event. The event involved product(s) mmt-7040a, mmt-1880l. Troubleshooting was not performed. No product return is required for mmt-7040a. Mmt-1880l was requested and the product was returned for analysis.